Event description:
It was reported that a physician, trained in the use of the prostar device, attempted arteriotomy closure of the left common femoral artery after an abdominal aortic aneurysm (aaa) procedure. Reportedly, an unspecified device issue occurred and a second prostar was used successfully to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.